Event description:
It was reported that pump screen was frozen and did not respond to touch, and wake button did not work, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump but could not complete reset due to nonfunctioning wake button, and support submitted complaint for further handling; no additional information was received regarding the outcome of the event.